Manufacturer narrative:
(B)(4). Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The lot number provided (l4ek6t) confirmed a bariatric tray. Was the tr45w part of the tray? Do you have the lot or batch number for the tr45w? When the load locked, did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? When the load locked, did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the jaws of the device? The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a bariatric procedure, the load locked. Another like reload was used to complete the procedure. There were no adverse consequences for the patient.